Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. Visual inspection of the returned alternating current (ac) power cord identified localized discoloration/burn marks on the ground pin only. Findings are consistent with an external electrical outlet issue. The probable root cause of the damage to ac power cord ground pin due to external/environmental electrical outlet condition (customer side). Replaced ac line power cord to resolve reported complaint. Unit passed all relevant pvt tests without any issues. Corrected information in h4, d4 - primary UDI number. D9 - date returned to mfg: 1/19/2026.

Event description:
The event involved a plum 360 infuser, and it was reported that the pump wasn't charging, and burnt end on the cord was noted when unplugged it. There was no patient involvement, and no patient harm.

Manufacturer narrative:
ICU medical has requested that the device be returned for evaluation.